Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause is thought to be that the tip of the treatment device was not visible or that high-frequency electrocoagulation was performed while the tip of the endoscope was close by. Is the reported risk/harm listed in the IFU? The event 9 is detectable and preventable by handling device in accordance with the following IFU. I have confirmed that the inspection method for the event is described in ¿chapter 3 preparation and inspection_3.3 endoscope inspection¿ of the gif/cf/pcf-290 series instruction manual operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colono videoscope's tip cover was burnt. There was no patient involvement.